Event description:
It was reported that a patient underwent an incarcerated ventral hernia repair three years ago and mesh was implanted. The surgeon stated that the implanting surgeon placed the mesh even though there was an infection. Since the surgery, the patient has had a foul smelling odor and discharge from the naval. Additional information has been requested.

Manufacturer narrative:
(B)(4). Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.